Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty loading a cartridge on the pump. During troubleshooting with tandem technical support the contact identified an o-ring next to the pneumatic tap on the back of the pump. The contact removed the o-ring. The contact reloaded a cartridge and completed the load process. There was no impact to the customer's blood glucose level.